Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the computer for the navigation system was replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Event description:
A medtronic representative reported that, while in a functional endoscopic sinus surgery (fess), the emitter became disconnected after registration was completed. It was reported that the emitter would reestablish connection when pressing the emitter button within the application software of the navigation system. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.